Event description:
A home pt's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt's family member initiated therapy first, then connected the pt's transfer set to the pt line of the homechoice set. Baxter's technical support center assisted the home pt's family member in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt's family member.